Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/25/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: a paper lid, an empty winding former, a detached needle and a needle-suture piece of product code sxpp1b406 were returned for analysis. In order to evaluate the conditions of the returned sample, the swage and attachment area were noted to be as expected and no suture remnant could be observed at the barrel hole. During the visual inspection of the suture, the insertion end was not observed due to the needle was cut from the strand. Functional test was not performed, due to needle was received detached from suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The condition of the sample received indicates improper handling of the device. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device batch qkbdre , sxpp1b406 and no non-conformances were identified. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm the correct lot #: the possible lot number is qkbdre. Did the suture separate completely? The suture was detached from the needle. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength - 2360 g/m.

Event description:
It was reported that the patient underwent a total laparoscopic hysterectomy on (B)(6) 2021 and the barbed suture was used. During the procedure, after putting the needle-suture in the abdominal cavity, the needle was detached from the suture before grasping with the needle-holder, so it could not be used. It was not a control release needle. Another like suture was used to complete the procedure. There were no patient consequences reported. No further information is available.